Event description:
It was reported following a percutaneous coronary intervention (pci), an angio-seal device was deployed to seal the arteriotomy site in march 2004. The tension spring was placed for 45 minutes and hemostasis was achieved. Several days later, a hematoma developed at the arteriotomy site and remained for several days. The physician did not auscultate the site; however, diagnosed a pseudoaneurysm by manipulation. Eight days later a CT scan confirmed the presence of a pseudoaneurysm. The pt underwent surgery six days later. The surgeon noted the puncture site was scarred; the artery was sutured and hemostasis was achieved. The angio-seal collagen and suture were removed. The next day the pt remained in the hospital under observation and was reported to be recovering. The physician stated the pt may not have understood the instructions regarding post-procedure resting due to confusion. The physician stated the angio-seal device did not cause the complications.